Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2013. During the procedure, when the surgeon started to morcellate, it was on full. The surgeon only morcellated for a few seconds when the device blade would no longer eject. The surgeon tried straightening the cord to the motor drive, but the lights just kept flickering on the motor drive. When the trigger was pushed, the mechanism inside the device made a strange sound. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during the evaluation.